Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device kbz620 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional: it was reported breakage suture. One empty opened foil and one needle-suture piece was received for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. One opened box with unopened samples was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.